Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead showed no compression mark on the outer tubing. Setscrew marks were present on insertion band contact, which indicated the lead was secured. It also passed electrical testing. No root cause was identified for the reported event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg replacement (related manufacturer reference number 3006705815-2020-32622) x-rays showed that the lead had migrated out of the epidural space. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.